Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt would not hold air on the vaso view hemopro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.